Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly, moisture damage was also found on the motor, vibrator, keypad and battery tube assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment or partial display due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display and is now completely blank. Customer's blood glucose was 70 mg/dl at the time of incident. Troubleshooting found that the pump got wet from the rain. Customer does not have a new battery to troubleshoot the pump and is on a back up plan. The customer was advised that the device would be replaced. No further details given.